Event description:
In 2008, the pt reported that he was not able to completely retract his piston rod during a cartridge change. The infusion device displayed "returning piston rod" on the screen but the motor was not running. The battery had been in use for 3 days. To troubleshoot the pt was instructed to insert a new battery. He was then able to completely retract the piston rod. The pt reported that he does not disconnect from the infusion device while showering. He was advised to protect the infusion device from water contact. He stated that over the past few days he noticed moisture in the cartridge compartment and dried the moisture with a cotton swab. He reported "reddish type stuff" similar to rust at the base of the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.